Event description:
Manufacturer reference number: 3006705815-2024-00138. Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced as well as an additional lead was added for unknown reason to address the issue. It is unknown which lead may have caused an issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000061303.

Event description:
Additional information indicates that one of the leads migrated. As a result, surgical intervention was undertaken to replace the lead to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following some recent weight loss, the patient was experiencing discomfort at ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.